Event description:
See initial report.

Manufacturer narrative:
H10: no service activity has been performed yet on the device. The unit will be shipped to the manufacturer site for repair. Based on investigation results of similar events, potential causes of the reported issue can be related to defective electronic components of the gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in new orleans, louisiana. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system was found to be out of tolerance during the check prior to use. There was no patient involvement.